Event description:
Caller reports accidentally puncturing her skin with a lancet that was previously used on a patient with hepatitis a. No medical attention was received. Requested return of suspect device and replacement was sent.